Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy'), abortion spontaneous ('miscarriage') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 654830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included overweight, multigravida, parity 3 ((B)(6) 1997, (B)(6)2007, (B)(6) 2009.), endometriosis, miscarriage and pregnancy with contraceptive device. Concurrent conditions included swelling of legs, groin pain, symphysis pubis dysfunction, unspecified vitamin d deficiency and hemorrhoids. Concomitant products included medroxyprogesterone acetate (depo-provera) since 2013 for pelvic pain and endometriosis. In 2009, the patient had essure inserted. In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), pelvic pain ("pain"), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), menstrual disorder ("bleeding/ clots (golf ball size)."), vaginal discharge ("vaginal discharge"), nausea ("nausea"), vomiting ("vomiting"), tooth disorder ("dental problems"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have weight increased ("weight gain / loss (specify which one) gain"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, abortion spontaneous, pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, menstrual disorder, vaginal discharge, nausea, vomiting, tooth disorder, fatigue, weight increased and irritable bowel syndrome outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, irritable bowel syndrome, menorrhagia, menstrual disorder, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram on an unknown date: total bilateral occlusion.; on (B)(6) 2010: impression: no evidence of contrast flow within fallopian tubes past. Bilateral essure devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received- EU mir tab updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.